Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer crashed during an attempt to update the software. The programmer displayed a system error during boot up. The software was reinstalled and updated to the newest version. It was also determined at analysis that the stylus calibrations value was too high, the stylus was out of specification. The light emitting diode (led) control panel was flashing for the printer caused by a defective link electronic module (lem) board. The bullets assy was missing, and the cooling fan was noisy. The electrocardiogram (ECG) and handle required a hardware update. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer crashed during an attempt to update the software. It was further reported that the programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement. 2021-08-26.